Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed but it was successful. This device remains in service. No adverse patient effects were reported.